Manufacturer narrative:
The suspect medical device was returned to the olympus service center in (B)(4) germany for evaluation/investigation. The evaluation/investigation at the service center confirmed the occurrence of the reported green and purple image and traced it back to a defective cable assembly. Thus, the reported incident was attributed to component failure. The service center also found the fiber composite of the optical fibers to be damaged which was most likely caused by improper handling and can thus be attributed to use error. However, this is not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Manufacturer narrative:
The investigation of the suspect medical device has not yet been completed. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, as soon as the investigation results or other significant information becomes available, this report will be updated.

Event description:
The video telescope was returned to the olympus repair center in (B)(4) showing image problems (green and/or purple image). There is no indication that the reported image failure occurred during a procedure and there was no report about an adverse event or patient injury.